Manufacturer narrative:
Unit passed self-test, basic occlusion test, and displacement test. No external error alarms noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit alarmed unexpected restart after battery change due to faulty connector on the interface board. Unit received with cracked case at display window corners, broken battery tube threads, corroded battery tube, and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery more than usual. When he changed the battery, the insulin pump went through the reset process and was not keeping all the settings and memory. The insulin pump started to alarm unexpected restart and external error back in (B)(6). Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.